Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support regarding nighttime and early morning low glucose while using the ilet system and suspected excess overnight insulin delivery; review of cgm trends showed lower glucose between approximately 3:00 am and 8:00 am, and the user treated with 15 g of oral carbohydrate (juice). Symptoms included hypoglycemia with a lowest cgm value of 63 mg/dl. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.